Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, a magnet was placed over this pacemaker and it was still found to be in storage mode and was not pacing properly. The pacemaker and a competitor right ventricular (rv) lead also exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No abnormalities with the system were observed under fluoroscopy so surgical intervention was performed to revise the rv lead. During the procedure, the setscrew of the pacemaker was observed to have been secured properly and the rv terminal pin was fully advanced into the header. The rv lead was removed and tested with a pacing system analyzer where high pacing impedance measurements were still observed. The physician decided to explant and replace the rv lead. With a new rv lead connected, the pacemaker exhibited normal measurements and the procedure was complete. The pacemaker remains implanted and in service. The patient was not pacemaker dependent and there were no adverse patient effects reported.